Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-sep-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient turned the device off between 4-6 weeks ago as she noticed about 4-5 months ago, the ¿battery site starting to hurt/burn¿ and ¿lead area starting to itch and occasionally bubble up and move easily.¿ the rep reported that the patient had to see another surgeon for another surgery that stated she should have it removed which she would need for an upcoming back surgery anyway. The rep reported that the patient stated it was difficult to get in for a consult at the pain practice. The rep reported that upon them speaking with the pain practice on (B)(6) 2019, the patient was able to get an appointment for (B)(6) 2019 and it was decided that she would have the implant explanted. There was no date for explant yet. The rep also reported that the patient had pain difficulty regardless if stimulation was on or not. No further complications were reported.